Event description:
Caller states the patient tested 0.9 inr, 3.9 inr, 1.3 inr, 4.0 inr, and 2.9 inr on the coaguchek s system during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.